Manufacturer narrative:
(B)(4). (B)(4). The device was returned with the tissue pad missing but returned with the device each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a left hemicolectomy procedure, the tissue pad detached from the device. Surgeon retrieved tissue pad and then carried out the operation with a new harmonic shears. No adverse consequences on patient.